Event description:
It was reported that during priming with a prismaflex st150 set, an external fluid leak was noted from the return line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not available however photos were provided. The visual inspection observed that the return line was cut near the screwed connector. The reported condition was verified. The most probable cause of that damage is due to a shock and an exposition to low temperature during transport by local carrier. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.